Manufacturer narrative:
Upon follow up, it was reported that the patient experienced peritonitis which was manifested by cloudy effluent and abdominal pain. On the same day as the event onset, the patient was treated with vancomycin (1g or 2g depending on week dosage performed by patient , 26 days, route and frequency not reported) for peritonitis. The patient was recovered from the event 26 days after the event onset. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for peritonitis were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.